Event description:
Rptr just obtained abbott/medisense softact glucometer, having relied on their pamphlet p/n 486022, rev 0,03/01, in which they advertise that "data can also be downloaded to an office or home computer with optional software". In fact, there is no software currently available for purchase. Rptr called a month ago, and was told it would be available in "about a month". It still is not available, and the answer still is, "in about a month". They have been advertising this product, along with the software, for 6 months. This is false and misleading. Even now, they are not even prepared to take software orders on a backorder basis.